Event description:
Bilateral patient. Litigation papers allege patient began suffering pain, clicking, and popping. It is further alleged his hip pain continued to worsen considerably and significantly impair his ability to perform his daily activities. It is also alleged this, with increased metal ions levels, resulted in pain and suffering and other economic and personal damages for patient.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.